Event description:
According to the reporter during a laparoscopic procedure, some clips were not able to load properly into the jaws. When the healthcare professional wanted to put two metal clips on  surrounding the splenic vein, the first worked correctly but the second was never released despite several attempts outside the patient's foot. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.